Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system does not start up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirm that the system was not starting up. Review of the system log file identified a gap in the logging around the time of the event, which as a host pc is responsible for maintaining the loging indirectly indicates host pc malfunction. Upon troubleshooting, fse found an issue with hard disk and host pc. To resolve this issue, fse replaced host pc. The defective host pc has returned to philips for further analysis and found s60 unit malfunction due to mainboard failure. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.